Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the needle broke. The surgeon stated there was no harm to the pt and did not retrieve the component. The hosp has reported no pt injury occurred.